Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device was not explanted and thus is not available for return. The issue of low iop condition as reported by customer could not be confirmed.

Event description:
Distributor reported, "on (B)(6) 2022, an 80-year-old male patient was implanted with agv (lot b1022 no. (B)(4) by dr. Shimon kurtz, head of glaucoma in tel aviv mc. During check-up it was noticed that there was a decrease in ocular pressure, hypotony, and a shallow chamber. The doctor was concerned that there was a leak in the valve. On (B)(6) 2022 he injected a viscoelastic, hylon 5, to the chamber to delay the decrease of the intra ocular pressure."

Manufacturer narrative:
On august 5, 2022, the distributor informed new world medical (nwm) that the device was explanted. Nwm requested additional information regarding the explant and also requested the return of the device. On august 29, 2022, the distributor confirmed that the hospital was unable to provide more details and that the device was discarded. Explant date left blank in report as date could not be provided. As device could not be returned, the issue of low iop condition as reported by customer could not be confirmed.